Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to mechanically ventilate as expected. There is no report of patient involvement.

Manufacturer narrative:
The loss of mechanical ventilation was caused by a user error due to incorrectly seated breathing system and therefore was not reportable. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Reported complaint was noted during preuse checkout; there was no reported patient involvement. No reported patient injury. The loss of mechanical ventilation was caused by a user error due to incorrectly seated breathing system and therefore was not reportable. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Reported complaint was noted during preuse checkout; there was no reported patient involvement. No reported patient injury.